Event description:
It was reported that during a lobectomy procedure the surgeon fired the staples across the lung but they did not close. They sutured over the area to complete the case. There was no pt consequence reported.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.